Event description:
A medwatch report regarding an alleged pt fall resulting in a death was received. The report stated that "it was believed that the bed exit was armed but did not alarm. An elderly pt, under fall precautions, fell while exiting a bed with 3 of 4 side rails up. Pt was found in the doorway of the bathroom with a hematoma to the forehead. CT of head showed inter-cranial bleeding - pt died later in the day at a facility of higher care. It was discovered that the bed had not been properly zeroed but; therefore, the alarm did not sound.

Manufacturer narrative:
The technician investigated the alleged incident and the account alleged that a traveling nurse, unfamiliar with the bed, did not set bed (scale) to accommodate a new pt. No bed alarm was activated (set). Pt was found with head trauma at the bathroom door. Maintenance inspected the bed and found the bed exit to be operating correctly. The account placed the bed back into service without documenting the serial number. Location and identity of bed is currently unk. The pt expired as a result of her injuries. The bed was found to be functioning to specifications and the bed exit did not alarm due to user error.